Event description:
Philips received a complaint by the customer on the v60 indicating that the device was malfunctioning during daily inspections and had abnormal pressure alarms. After investigation, the cause was that the mask was aging and leaking air. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The engineer immediately repaired it and notified the relevant manufacturer. Investigation is ongoing

Manufacturer narrative:
The customer called technical support to report that the device was malfunctioning during daily inspections and had abnormal pressure alarms. After investigation, the cause was that the mask was aging and leaking air. Per good faith effort (gfe) response, the device was returned to use after the mask was replaced by the hospital equipment department. It is unknown if the mask that was used was a philips mask. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.